Manufacturer narrative:
No product was returned for evaluation. A review of the device history record is pending and a follow-up report will be sent once the DHR is reviewed.

Event description:
In (B) (6) 2008, patient underwent a carotid endarterectomy procedure with an implant of a 02 x 09 vascu-guard patch. In (B) (6) 2010, patient experienced a total occlusion of the repaired artery and was taken back to the operating room for revision. Upon opening the patient, the physician noted that the area where the vascu-guard patch had been had turned into a clear gelatinous gel that was present both on the exterior and interior of the patch. The physician noted that the gel was the cause of the vessel occlusion. The site of the patch was explanted and a new vascu-guard was implanted in its place. The patient is currently doing well.